Manufacturer narrative:
All available patient information included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported repeatability issues with free t3 on the architect i2000 analyzer. There were no actual results provided. Error codes 3700, 1007, and 1008 were generated during testing. Maintenance was performed on the vacuum pump and the trigger tube was replaced that goes from the tank to the pump, with no further issues noted. There was no reported impact to patient management.